Manufacturer narrative:
Result: bracket.

Event description:
It was reported by service report that the chair back was not holding on the right side. No pt involvement or adverse consequences are reported.